Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 one side of the jaws had separated from the silicone. A new device was opened to complete the procedure with no other issues. There was no procedural delay. The device did not touch the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/02/2024. An investigation was conducted on 07/17/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and slightly twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000384627 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.